Event description:
It was reported on a manufacturer's implant card that a vns patient underwent revision surgery due to "battery depletion." A battery life analysis was performed by the manufacturer, who estimated the remaining battery longevity to be 0.55 years until eri=yes, but due to incomplete programming history this longevity prediction may not be representative of actual conditions. The explanted device was returned to the manufacturer and post analysis it was revealed that the patient's vns device contained a "leaky capacitor," which was out of specification, and may have contributed to the premature end of service of the device. No other anomalies were noted for this device.